Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a lost sensor alert the day before the call. Customer also reported that the needle hub was stuck inside the serter. Blood glucose level was 264 mg/dl at the time of the call. During a follow up call, customer reported having a blood glucose level of 455 mg/dl. No further information was reported.